Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During unpacking of an 8x40x75 wallstent¿, it was noted that the stent was moved out of the sheath and could not be inserted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.